Manufacturer narrative:
(B)(4). D10: cat# 01.00351.002 lot# 3098054 ms-30 stem lateral polished 8. Cat# 01.00358.010 lot# 3239592 distal centralizer 8/10 ms-30. Cat# 110010243 lot# 67386842 g7 osseoti 3 hole shell 50mm d. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient underwent a revision procedure approximately 4 months later due to dislocation. Attempts have been made and no further information has been provided.